Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. Valve actuation test passed. System air leak test passed. The internal inspection of the cycler showed no discrepancies.in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contact contacted customer service reporting that the patient passed away the previous day while connected to the machine, the contact stated it was a heart attack, but believed the machine killed the patient. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment during the day of (B)(6) 2023. The patient completes treatment during the day due to working an overnight shift. The patient¿s contact went into the bedroom and found the patient deceased while connected to the cycler. The pdrn stated the patient was already deceased, therefore, no resuscitative efforts were performed. The pdrn reviewed the treatment record from the date of the patient¿s death. There were no alarms or issues noted until the last fill. At 4:30pm the cycler alarmed with a patient line blocked message. The pdrn stated that this alarm would have occurred at the time of the patient¿s death. The pdrn also stated the patient¿s blood pressure documented in the treatment records was within normal limits at the start of the treatment. The patient had been seen in the pd clinic on (B)(6) 2023 for routine labs. The patient did not voice any complaints related to the cycler, pd therapy, or any health concerns. On the morning of the patient¿s death, the pdrn had called the patient at 9am. The patient stated they were fine and did not voice any complaints. The pdrn stated this patient has significant medical history which includes a cardiac pacemaker and cardiac stent placement in 2021. The suspected cause of death is cardiac arrest; however, there is no documented cause of death in the patient record.

Event description:
A peritoneal dialysis (pd) patient contact contacted customer service reporting that the patient passed away the previous day while connected to the machine, the contact stated it was a heart attack, but believed the machine killed the patient. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment during the day of (B)(6) 2023. The patient completes treatment during the day due to working an overnight shift. The patient¿s contact went into the bedroom and found the patient deceased while connected to the cycler. The pdrn stated the patient was already deceased, therefore, no resuscitative efforts were performed. The pdrn reviewed the treatment record from the date of the patient¿s death. There were no alarms or issues noted until the last fill. At 4:30pm the cycler alarmed with a patient line blocked message. The pdrn stated that this alarm would have occurred at the time of the patient¿s death. The pdrn also stated the patient¿s blood pressure documented in the treatment records was within normal limits at the start of the treatment. The patient had been seen in the pd clinic on (B)(6) 2023 for routine labs. The patient did not voice any complaints related to the cycler, pd therapy, or any health concerns. On the morning of the patient¿s death, the pdrn had called the patient at 9am. The patient stated they were fine and did not voice any complaints. The pdrn stated this patient has significant medical history which includes a cardiac pacemaker and cardiac stent placement in 2021. The suspected cause of death is cardiac arrest; however, there is no documented cause of death in the patient record.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient¿s death. However, despite the patient¿s contact alleging that the cycler killed the patient, there is no documentation in the complaint file to show a causal relationship between use of the cycler and the patient¿s death. The patient had a significant history of cardiac conditions including requiring a cardiac pacemaker and having cardiac stents placed. A review of the treatment record for the date of the death did not document any issues with the liberty select cycler or the treatment. The cycler alarmed for a patient line blocked at the time of the patient death. There were no reported issues with the liberty select cycler prior to the event. The pdrn stated the suspected cause of death is cardiac arrest. Dialysis patients are at extraordinarily high risk for death. In the united states renal data system (usrds) database, the single, largest, specific cause of death is attributed to arrhythmic mechanisms or sudden cardiac arrest (sca). Based on the available information and no evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
A peritoneal dialysis (pd) patient contact contacted customer service reporting that the patient passed away the previous day while connected to the machine, the contact stated it was a heart attack, but believed the machine killed the patient. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment during the day on (B)(6) 2023. The patient completes treatment during the day due to working an overnight shift. The patient¿s contact went into the bedroom and found the patient deceased while connected to the cycler. The pdrn stated the patient was already deceased, therefore, no resuscitative efforts were performed. The pdrn reviewed the treatment record from the date of the patient¿s death. There were no alarms or issues noted until the last fill. At 4:30pm the cycler alarmed with a patient line blocked message. The pdrn stated that this alarm would have occurred at the time of the patient¿s death. The pdrn also stated the patient¿s blood pressure documented in the treatment records was within normal limits at the start of the treatment. The patient had been seen in the pd clinic on (B)(6) 2023 for routine labs. The patient did not voice any complaints related to the cycler, pd therapy, or any health concerns. On the morning of the patient¿s death, the pdrn had called the patient at 9am. The patient stated they were fine and did not voice any complaints. The pdrn stated this patient has significant medical history which includes a cardiac pacemaker and cardiac stent placement in 2021. The suspected cause of death is cardiac arrest; however, there is no documented cause of death in the patient record.